Event description:
Pt hear a "popping" sound while ambulating. Co's 135 degree hole plate, 4 screws-self tapping cortical, & a 100 mm screw removed. Plate & one screw were broken. Pt inadvertently received the removed items. He refused to allow further ID or examination of the devices. He underwent orif & replacement of hardware without complications.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: other. Conclusion: device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.